Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears the too aortic (90:10) initial positioning of the sapien valve led to the 95:5 aortic malposition of the device and the subsequent pvl. The fair coaxial alignment of the delivery system and unknown iia may have caused or contributed to the initial too aortic positioning of the valve. The cai was likely caused by the post dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the 26mm sapien valve was implanted in a 95:5 aortic position, resulting in a mild paravalvular leak (pvl). Post dilation was performed with 1cc added to the delivery system, but the pvl remained and a new moderate central aortic insufficiency (cai) was noted. A second sapien valve was subsequently implanted 5mm more ventricular than the first, in an approximately 70:30 aortic position, which resolved the cai. The pvl remained mild. The patient tolerated the procedure well and was noted to be in stable condition following the procedure. The native aortic annular diameter was 23-24mm by tee. The native aortic valve was severely calcified and the aortic root was mildly calcified. There was mild mitral annular calcification (mac) and no ventricular septal hypertrophy. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system was described as fair. The image intensifier angle (iia) was reported to be unknown. Prior to deployment, the valve was positioned 90:10 aortic.